Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient is having issues with their stimulator stating that when they turn their therapy on using the patient programmer (pp), the pp will indicate that therapy is on but it takes a minutes, sometimes two before they feel therapy, sometimes faster. When the therapy comes on, its not gradual. Rather, they will suddenly feel stimulation turn on. If they use the pp to turn therapy off, it immediately turns off. It is positional. Whatever position they are in is effecting how it is working more than it used to. This began about a week ago. There were no traumas/falls. The patient has group a, b, and c and confirmed it is present on a and b but they do not really use c. They have not had their ins recently reprogrammed. The patient does not currently have a healthcare professional (hcp) so patient services emailed an hcp listings. No further complications were reported/are anticipated. Additional information was received from the patient on (B)(6) 2019. The patient saw their neurologist on (B)(6) 2019. A manufacture representative (rep) said that 7 electrodes went bad so they changed programs and able to adjust. They told the patient to try it out for a month and see how it works before considering a replacement. On (B)(6) 2019 they asked their doctor to get approval to replace. The unit is still erratic. They have to turn off the left side to get equal coverage. There is still a delay in start up. No further complications were reported/are anticipated.